Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify possible over delivery due to missing spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer was treated with glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer allege insulin pump was over delivering. Troubleshooting was performed. The insulin pump will be and reservoir will not be returned for analysis.